Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. It is unknown if a sample will be returned for evaluation. However, a no sample investigation and/or device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
This complaint was previously reported on MFR report #3003152976-2017-00230 / patient identifier (B)(6).